Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported chemotherapy drugs leaked from unopened airway. No other information was provided.